Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial: (B)(4), batch: 8146397. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-01074. It was reported one of the patient's leads migrated and that their ipg was inoperable due to not placing their ipg into surgery mode during unrelated surgical procedures. As a result, the patient lost therapy. Surgical intervention was undertaken wherein the lead and ipg were explanted and replaced. Effective therapy was established post operatively.